Manufacturer narrative:
Dates estimated. The UDI number is not known as the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported death / expired could not be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: article titled ¿staging heart failure patients with secondary mitral regurgitation undergoing transcatheter edge-to-edge repair.¿

Event description:
This is filed to report death. It was reported through a research article that 849 patients underwent edge-to-edge mitral valve repair (m-teer) from 2008 to 2019. Within two years of the procedure, the implanted mitraclip may have caused or contribute to death. Additional information is listed in the attached article, titled ¿staging heart failure patients with secondary mitral regurgitation undergoing transcatheter edge-to-edge repair.¿